Event description:
Procedure: lap anterior resection. According to the report: the stapler fired two donuts completely formed, but the anvil was left behind in the bowel. The anvil was then "milked" out of the bowel through mini laparotomy. There was no report of patient injury or bleeding.

Manufacturer narrative:
Date initial report sent: 10/29/2009.